Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
H3. Device evaluation: customer report of hemolytic anemia could not be confirmed through visual observations. X-ray demonstrated frame was expanded but was pushed inward around commissure 1 and 2. Minimal host tissue overgrowth was observed on the stent circumference and frame on the outflow aspect. Suture holes were visible near all three black stitch markings on the sewing ring; one suture hole near each. A non-edwards ring was also returned. The customer report cannot be confirmed. The cause cannot be confirmed. The cause cannot conclusively be determined.

Manufacturer narrative:
The device was returned to edwards for evaluation and is pending evaluation. A supplemental MDR will be submitted as new information becomes available. Hemolytic anemia results from the premature destruction of red blood cells. It has multiple etiologies including autoimmune diseases, genetic disorders, infection, and drug reactions. It may be related to the valve when there is a jet of blood flow created like a paravalvular leak. The cause of the event cannot be determined. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device. Edwards received information that a 19mm pericardial aortic valve, implanted approximately two (2) months, was explanted due to hemolytic anemia. The device was originally implanted for aortic valve replacement to correct aortic stenosis with a concomitant mitral valvuloplasty with a non-edwards mitral annuloplasty ring. After implant, paravalvular leak (pvl)of aortic valve was trivial and some regurgitation from the mitral valve was still detected but there was no serious observation. About one (1) months after implant, a symptom of hemolytic anemia was noted. The device was explanted and replaced with a 19mm pericardial aortic valve with a concomitant mitral valve replacement with a 23mm pericardial mitral valve with no adverse patient events reported. The patient status was reported as recovered. The device was returned for evaluation. The surgeon commented that the severity of aortic valve pvl at implant was trivial, and so the cause of hemolysis maybe due to the blood flow of the mitral regurgitation hit the frame of the 19mm aortic valve device and created turbulence and hemolysis. The surgeon also commented that the device frame got bent at explant.